Manufacturer narrative:
B3. Date of event: year of event have been provided, but month and day is unknown.h3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device speaker not functioning, makes no sound when it alarms, and the downstream occlusion (dso) seal is delaminated.

Manufacturer narrative:
Corrected: d3 manufacturing plant address, state, and zip code. One device was received for evaluation. Visual inspection found the downstream occlusion (dso) seal to be degraded. The dso seal was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.